Event description:
It was reported that during an unk procedure, the clips would not advance. Despite several activations the clip wouldn't advance into the jaws. No clip was delivered. Another like device was used to complete the procedure. There were no adverse consequences for the pt. No return device.

Manufacturer narrative:
(B)(4). Date sent: 08/31/2010. Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. The mfg records were reviewed and no anomalies were found.